Event description:
It was reported that during the implant procedure, ventricular fibrillation was induced, but the rhythm was not converted with maximum output of joules. The lead was later removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4398 implantable pacing lead (B)(6) 2013. Dtbx1qq implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.